Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a kinked outflow graft could not be confirmed as no computed tomography (CT) imaging was provided for review, and no product was returned for evaluation. The submitted log file contained data from 02feb2021 through 12feb2021. Four transient flow estimator low limit exceeded faults (---) were captured per design to prevent the display of potentially inaccurate flow information; however, no low flow events or alarms were observed. No atypical events were captured within the file. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. Multiple requests for additional information regarding this event, including the requests for CT images were sent to the account; however, no further information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 "system monitor" explains that "if the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information." Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 25oct2011. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was presented to the clinic with a flow of "---" and decreased pulsatility index (pi) down to 1.9 with imaging (CT) showing kinking of the outflow graft. The log file did not capture any flow issues. Flow was ranging from 4 to 6.5 lpm in the log file. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -" . This prevents the display of inaccurate flow information. There were no unusual events recorded in the log file event history.